Manufacturer narrative:
The device remains implanted and is not available for evaluation. There were no nonconformities or anomalies related to this event found when reviewing the DHR. 100% of lenses passed power inspection. There have been no other opacification complaints reported for lot 4008510. There is no open nonconformance or CAPA for this complaint type. Opacification is not addressed in the risk analysis (B)(4) rev 1 or dfu (directions for use) 4042706. Precipitates on the surface of the iol is a risk directly related to the iol. It has been acknowledged in other b&l dfus. However, in silicone iols it is considered a rare event. Not having that information in the dfu poses low regulatory risk and no patient risk. Medical affairs states that early opacification reported in literature was due to product defect or to storage conditions. There is no need to add warnings about this event in the silicone dfu. The most likely root cause for this complaint would be known procedure complication; however, opacification related events are not listed in the dfu. The dfu states, ¿patients who experience postoperative complications, [¿], may have a slightly higher risk or experiencing poorer visual outcome than patients without sight-threatening complications¿ but opacification related issues are not listed as sight-threatening complications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete. If additional information is received the investigation will be reopened.

Event description:
Patient complains of hazy and blurry vision. The lens was implanted in the left eye (os) in (B)(6) 2014. There were no complications with the surgery and the orientation of the lens did not change. Yag laser treatment was completed (B)(6) 2018 due to hazy vision. Slit lamp exam (sle) shows left eye (os) opacifications on the posterior surface of the iol. The lens remains implanted and is not available for evaluation. Patient's current treatment has been to refer to another physician for consult for an os lens exchange.